Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user called stating that the wheel locks are no longer functioning. She states last year she went to get into the chair and because the brakes were not working she fell over the edge of it and had to be taken to the hospital. She states her side was bruised. She states in her history she has had a heart attack and that is why she needs her chair. No further information provided. Update from 02/02/2016 added by consumer affairs: return and replacement processed. End user was taken to hospital to get checked out and was just bruised up from the fall. No further information provided at this time.